Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that the health care professional (hcp) had difficulty interrogation this subcutaneous implantable cardioverter defibrillator (s-ICD) system. During the scan it retrieves the patients name then times out. Unable to retrieve the patient information. Troubleshooting was performed in which a magnet was used, and the reset was successful. The device was re-intereogated however, it was unsuccessful. Technical services notified the field representative to have her try a magnet reset and if that didn't work it, they may have to do a generator change out due to radio frequency failure. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported more interrogation troubleshooting was performed however, still not able to interrogate. The field representative tried the 60/60 magnet reset twice and did get warbling/alternating tones. Technical services discussed and provided possible causes and suspects therapy is still available however, device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) had difficulty interrogation this subcutaneous implantable cardioverter defibrillator (s-ICD) system. During the scan it retrieves the patients name then times out. Unable to retrieve the patient information. Troubleshooting was performed in which a magnet was used, and the reset was successful. The device was re-interrogated however, it was unsuccessful. Technical services notified the field representative to have her try a magnet reset and if that didn't work it they may have to do a generator change out due to radio frequency failure. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) had difficulty interrogation this subcutaneous implantable cardioverter defibrillator (s-ICD) system. During the scan it retrieves the patients name then times out. Unable to retrieve the patient information. Troubleshooting was performed in which a magnet was used, and the reset was successful. The device was re-intereogated however, it was unsuccessful. Technical services notified the field representative to have her try a magnet reset and if that didn't work it, they may have to do a generator change out due to radio frequency failure. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported more interrogation troubleshooting was performed however, still not able to interrogate. The field representative tried the 60/60 magnet reset twice and did get warbling/alternating tones. Technical services discussed and provided possible causes and suspects therapy is still available however, device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. Additional testing was conducted to further evaluate the intermittent difficulty encountered with establishing telemetry with this device; the rf wake-up periods were monitored while the device was subjected to varying temperatures. Although there were wake-up periods during this testing that were observed to be within the operational threshold (at least 1.8 milliseconds), most of the wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD. Although this behavior resulted in the observed interrogation difficulties, please note that tachycardia therapy remained available to the patient.

Event description:
It was reported that the health care professional (hcp) had difficulty interrogation this subcutaneous implantable cardioverter defibrillator (s-ICD) system. During the scan it retrieves the patients name then times out. Unable to retrieve the patient information. Troubleshooting was performed in which a magnet was used, and the reset was successful. The device was re-interrogated however, it was unsuccessful. Technical services notified the field representative to have her try a magnet reset and if that didn't work it, they may have to do a generator change out due to radio frequency failure. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported more interrogation troubleshooting was performed however, still not able to interrogate. The field representative tried the 60/60 magnet reset twice and did get warbling/alternating tones. Technical services discussed and provided possible causes and suspects therapy is still available however, device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported this implantable cardioverter defibrillator (ICD) was explanted and replaced. It was noted that the patient had anxiety and depression. The product is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) had difficulty interrogation this subcutaneous implantable cardioverter defibrillator (s-ICD) system. During the scan it retrieves the patients name then times out. Unable to retrieve the patient information. Troubleshooting was performed in which a magnet was used, and the reset was successful. The device was re-interrogated however, it was unsuccessful. Technical services notified the field representative to have her try a magnet reset and if that didn't work it, they may have to do a generator change out due to radio frequency failure. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported more interrogation troubleshooting was performed however, still not able to interrogate. The field representative tried the 60/60 magnet reset twice and did get warbling/alternating tones. Technical services discussed and provided possible causes and suspects therapy is still available however, device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported this implantable cardioverter defibrillator (ICD) was explanted and replaced. It was noted that the patient had anxiety and depression. The product is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.